Event description:
It was reported that this pacemaker exhibited out of range pacing impedance measurements on the non-(B)(6) right ventricular (rv) lead. Currently, this product remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).